Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty charging. It was determined that the ipg was implanted to deep. The patient underwent a revision procedure where the ipg was repositioned. After the ipg was repositioned, the issue resolved and patient was fully recovered.